Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment, the stylus and cursor were not aligned. The connection between overlay was re-seated and the stylus was calibrated. The programmers hard drive was reconfigured, reloaded and updated with software. The programmer then passed final functional system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be calibrated. The user has also requested that the programmer be updated with software. The device has been returned for service. There was no patient involvement.